Event description:
It was reported that pump displayed malfunction alarm malf 23 with fault ID 23-0x221a and issue did not follow any notable prior events. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, received storage mode instructions, and was instructed to return problematic pump to tandem within 10 days using provided materials, while tandem technical support arranged shipment of replacement pump and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.